Event description:
It was reported that the user experienced repeated occlusion alerts while using an infusion set and was advised to change the site, after which the occlusion resolved. No adverse clinical symptoms associated with interruption of insulin delivery consistent with an occlusion alert reported. Outcomes included restoration of insulin delivery after the supply change and no further alerts at the time of the call. Investigation included customer-service troubleshooting and user education. Investigation of this case revealed an occlusion associated with the infusion set that resolved with replacement, indicating a supply-related obstruction rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion.

Manufacturer narrative:
Initial.